Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: yellow liquid was found and multiple knots on the insertion section sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: chapter 3 preparation and inspection 3.2 inspection 2. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protrusions, bends, leakage of ultrasonic propagation fluid medium or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited a yellow liquid that was found, and multiple knots on the insertion section sheath. There were no reports of patient involvement.